Event description:
The customer reported via phone call that he was receiving a button error alarm and it was not clearing. Customer's blood glucose was 162 mg/dl at the time of the incident. Customer stated that he was travelling, walking around, and changing clothes when the pump started beeping button error. The pump was stored in a pocket since the clip broke awhile back. Customer stated that he was not operating the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)